Manufacturer narrative:
The impella cp optical was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old female patient presenting with acute myocardial infarction and cardiogenic shock for support with the impella cp optical device. During support, the patient developed suspected hemolysis as evident by urinalysis and hemolized labs. There was no indication plasma-free hemoglobin testing was performed to confirm suspected hemolysis. The family made the decision to withdraw care after hemolysis did not improve.